Event description:
(B)(6), rn with (B)(6), reported she completed patient infusion over the weekend (specific date unknown) and stated the pump started beeping and stopped the program. She said this happened a couple of times. She checked the line for occlusion, found none, and restarted pump. Each time the pump stopped. She completed the remainder of the infusion via gravity, no missed dose. Patient stated the last time a home health nurse was out (in april, specific date unknown) the same thing happened with her pump. Home health nurse requesting pump replacement due to pump stopping with no occlusions and having to via gravity for the second time. Privigen indication: immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.